Event description:
The tech alleged the head panel does not lower; it is stuck in the upright position. No pt impact.

Manufacturer narrative:
The tech replaced the pneumatic gas spring to resolve the issue.